Event description:
It was reported that noise/oversensing was reported resulting in an inappropriate shock involving this device. Device data was sent for technical services (ts) review. Ts reviewed the device data and noted that hours after implant the device recorded two treated episodes, both showing non physiological artifacts, both episodes resulted in an inappropriate shock. Ts discussed possible air entrapment. Ts discussed further evaluation of the system to determine the root cause of the reported clinical observations. At this time the device remains implanted. No adverse patient effects were reported.